Event description:
The final tightener listed in this report was broken attempting to extract a set screw. When that failed, the surgeon used carbide drill supplied by the hospital and left metal powder in the patient.